Event description:
It was reported that the balloon did not inflate at the inflation test before use. No patient injury was reported.

Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation without the packaging. The evaluation included visual examination and notation of any abnormalities such as damaged, incorrect or missing components. The balloon was found to be ruptured between the windings. Latex appeared to be missing from the catheter tip. The windings appeared to be in good condition. No damage to the catheter body tube was observed. A device history record review was completed and documented that device met all specifications upon distribution. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It is not known if device handling may have contributed to the event. No actions will be taken at this time.